Event description:
It was reported that the patient had an inappropriate shock due to oversensing of electromechanical interference. The patient was at the chiropractor getting electrical stimulation at the time of the shock. Technical services discussed the event with the local representative. There were no additional adverse patient effects. The system remains implanted.